Event description:
The customer reported that the speaker was not working. The device was not in clinical use at the time the issue was discovered; no adverse event or harm was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A philips authorized repair facility technician (rft) preformed diagnostic testing on the device speaker and found that the device speaker was producing audio when performing device testing. The rft proactively replaced the device speaker. The device passed all functional testing. Based on the information available and the testing conducted, the rft was unable to replicate the reported problem. The reported problem was not confirmed. Although the rft was unable to confirm the reported issue during testing, philips cannot rule out a malfunction at the time of the reported event. Based on the information available and the testing conducted, the cause of the reported problem was unable to be determined. The device was operational after repairs were completed and returned to the customer. The investigation concludes that no further action is required at this time.